Event description:
The device was implanted on 3/13/96. On 12/20/96, the MFR rec'd a response to a device tracking polling letter from the pt. The response states that the device was explanted on 4/10/96 due to "serious complications". In addition, the pt requested the address for the food and drug admin so that he could forwarded this info to them.